Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned as it was disposed by the medical facility. Additional information was received that the reason for the ipg replacement was that the patient had to charge the ipg frequently. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.